Event description:
Finding particles inside from the tampon-vagina [foreign body in reproductive tract] tampon shredding, particles of tampon [device breakage] consumer sent e-mail stating that after her period ended she found particles inside her from the tampon. No serious injury was reported.

Manufacturer narrative:
27-jan-2021 product investigation results: no failure could be identified as a result of the investigation.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Finding particles inside from the tampon-vagina [foreign body in reproductive tract] tampon shredding, particles of tampon [device breakage]. Consumer sent e-mail stating that after her period ended she found particles inside her from the tampon. No serious injury was reported.